Event description:
Report received per device registration of "catheter replaced due to kink noted on x-ray." Follow up with hcp revealed patient had withdrawal symptoms of severe headache, severe return of spasticity, rigidity and severe pain. Patient required 4 days of treatment with IV valium to control these symptoms until symptoms were gradually controlled by baclofen therapy restoration. Catheter kink noted on x-ray. Catheter replaced. At last refill symptoms were completely dissapated.